Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the high flow insufflation unit was displaying an inconsistency with the indicator; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested and fell within olympus standards for the flowrate. However, there was notable dust captured inside the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was displaying an inconsistency with the indicator compared to the flow rate of the unit. According to the initial reporter, the indicator is mistakenly registering a higher rate than what is present. There was no patient harm reported as a result of this event.